Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menometrorrhagia ("irregular and prolonged menstruation"), menorrhagia ("heavy and abnormal menstruation"), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("bloating") and migraine ("severe migraines"). The patient was treated with surgery (hysterectomy to remove the essure device). Essure was removed. At the time of the report, the abdominal pain lower, dysmenorrhoea, menometrorrhagia, menorrhagia, hormone level abnormal, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, hormone level abnormal, menometrorrhagia, menorrhagia and migraine to be related to essure. The reporter commented: plaintiff had no history of suffering from migraines prior to undergoing the implantation of essure. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping/cramp like pain") in a 50-year-old female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache in 1990, psychological disorder nos, multigravida, parity 1 (date of birth: (B)(6) 1991), cesarean section in 1992, hirsutism, anxiety, antiphospholipid syndrome, neuroma removal in 2009, cryosurgery, fibroadenoma of breast, vaginal cancer and migraine in (B)(6) 1990. Previously administered products included for birth control: depo provera from (B)(6) 2003 to 2007; for an unreported indication: kariva. Concurrent conditions included spotting vaginal, bacterial vaginosis since (B)(6) 2009, emotional distress, depression, pelvic cellulitis, migraine, fibroids, uterine leiomyoma, asthma, sarcoidosis, endometriosis and leiomyoma of uterus, unspecified. Concomitant products included ibuprofen for abdominal pain, alprazolam (xanax) for psychological disorder nos as well as sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menometrorrhagia ("irregular and prolonged menstruation"), menorrhagia ("heavy and abnormal menstruation / heavy periods"), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("bloating"), the first episode of migraine ("severe migraines"), abdominal pain ("abdominal pain/ cramp like pain"), the second episode of migraine ("migraines"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), investigation noncompliance ("she did not undergo essure confirmation test") and headache ("headache/sharp pain"). The patient was treated with solpadeine (tylenol 1), codeine and surgery (total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, menometrorrhagia, menorrhagia, hormone level abnormal, abdominal distension, abdominal pain, the last episode of migraine and mental disorder had not resolved and the investigation noncompliance and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, headache, hormone level abnormal, investigation noncompliance, menometrorrhagia, menorrhagia, mental disorder, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: previously insertion date was: (B)(6) 2015 plaintiff had no history of suffering from migraines prior to undergoing the implantation of essure. She was taking laratabs for migraines & abdominal pain. Diagnostic results: on (B)(6) 2015, surgical pathology: uterus, cervix, bilateral tubes, anterior peritoneal right uterosacral ligament: uterus with cervix, bilateral fallopian tubes, resection: unremarkable cervix, benign nonsecretory endometrium. Adenomyosis. Multiple leiomyomata. Small paratubal cysts. 2. Anterior peritoneal right uterosacral ligament, biopsy: endometriosis gross description: a coiled portion of metallic wire is present within the proximal bilateral fallopian tube stumps. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received. Following event : headache sharp pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a 50-year-old female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache in 1990, psychological disorder nos, multigravida, parity 1 (date of birth: (B)(6) 1991), cesarean section in 1992, hirsutism, anxiety, antiphospholipid syndrome, neuroma removal in 2009, cryosurgery, fibroadenoma of breast, vaginal cancer and migraine in 1990. Previously administered products included for birth control: depo provera from 2003 to 2007; for an unreported indication: kariva. Concurrent conditions included spotting vaginal, bacterial vaginosis since 2009, emotional distress, depression, pelvic cellulitis, migraine, fibroids, uterine leiomyoma, asthma, sarcoidosis, endometriosis and leiomyoma of uterus, unspecified. Concomitant products included ibuprofen for abdominal pain, alprazolam (xanax) for psychological disorder nos as well as sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("heavy and abnormal menstruation / heavy periods"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menometrorrhagia ("irregular and prolonged menstruation"), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("bloating"), the first episode of migraine ("severe migraines"), the first episode of abdominal pain ("abdominal pain"), the second episode of migraine ("migraines"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), investigation noncompliance ("she did not undergo essure confirmation test") and the second episode of abdominal pain ("abdominal pain,"). The patient was treated with solpadeine (tylenol 1), codeine and surgery (total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, menometrorrhagia, menorrhagia, hormone level abnormal, abdominal distension, the last episode of migraine, mental disorder and the last episode of abdominal pain had not resolved and the investigation noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, hormone level abnormal, investigation noncompliance, menometrorrhagia, menorrhagia, mental disorder, the first episode of abdominal pain, the first episode of migraine, the second episode of abdominal pain and the second episode of migraine to be related to essure. The reporter commented: previously insertion date was : (B)(6) 2015. Plaintiff had no history of suffering from migraines prior to undergoing the implantation of essure. She was taking laratabs for migraines & abdominal pain. Diagnostic results: on (B)(6) 2015, surgical pathology: uterus, cervix, bilateral tubes, anterior peritoneal right uterosacral ligament: uterus with cervix, bilateral fallopian tubes, resection: unremarkable cervix, benign nonsecretory endometrium. Adenomyosis. Multiple leiomyomata. Small paratubal cysts. 2. Anterior peritoneal right uterosacral ligament, biopsy: endometriosis gross description: a coiled portion of metallic wire is present within the proximal bilateral fallopian tube stumps. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2018: plaintiff fact sheet, new reporter, patient demographic information, patient relevant history, new event abdominal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache in 1990, psychological disorder nos, multigravida and parity 1 (date of birth: (B)(6)). Concomitant products included ibuprofen for abdominal pain, alprazolam (xanax) for psychological disorder nos as well as sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menometrorrhagia ("irregular and prolonged menstruation"), menorrhagia ("heavy and abnormal menstruation / heavy periods"), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("bloating"), the first episode of migraine ("severe migraines"), abdominal pain ("abdominal pain"), the second episode of migraine ("migraines"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition") and investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with solpadeine (tylenol 1), codeine and surgery (hysterectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, menometrorrhagia, menorrhagia, hormone level abnormal, abdominal distension, abdominal pain, the last episode of migraine, mental disorder and investigation noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, hormone level abnormal, investigation noncompliance, menometrorrhagia, menorrhagia, mental disorder, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: previously insertion date was : (B)(6) 2015. Plaintiff had no history of suffering from migraines prior to undergoing the implantation of essure. She was taking laratabs for migraines & abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-feb-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in an adult female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache in 1990, psychological disorder nos, multigravida, parity 1 (date of birth: (B)(6)), cesarean section in 1992, hirsutism, anxiety, antiphospholipid syndrome, neuroma removal in 2009, cryosurgery, fibroadenoma of breast and vaginal cancer. Previously administered products included for birth control: depo provera from (B)(6) 2003 to 2007; for an unreported indication: kariva. Concurrent conditions included spotting vaginal, bacterial vaginosis since (B)(6) 2009, emotional distress, depression, pelvic cellulitis, migraine, fibroids, uterine leiomyoma, asthma, sarcoidosis, endometriosis and leiomyoma of uterus, unspecified. Concomitant products included ibuprofen for abdominal pain, alprazolam (xanax) for psychological disorder nos as well as sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menometrorrhagia ("irregular and prolonged menstruation"), menorrhagia ("heavy and abnormal menstruation / heavy periods"), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("bloating"), the first episode of migraine ("severe migraines"), abdominal pain ("abdominal pain"), the second episode of migraine ("migraines"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition") and investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with solpadeine (tylenol 1), codeine and surgery (total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, menometrorrhagia, menorrhagia, hormone level abnormal, abdominal distension, abdominal pain, the last episode of migraine and mental disorder had not resolved and the investigation noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, hormone level abnormal, investigation noncompliance, menometrorrhagia, menorrhagia, mental disorder, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: previously insertion date was : (B)(6) 2015. Plaintiff had no history of suffering from migraines prior to undergoing the implantation of essure. She was taking laratabs for migraines & abdominal pain. Diagnostic results: on (B)(6) 2015, surgical pathology: uterus, cervix, bilateral tubes, anterior peritoneal right uterosacral ligament: uterus with cervix, bilateral fallopian tubes, resection: unremarkable cervix, benign nonsecretory endometrium. Adenomyosis. Multiple leiomyomata. Small paratubal cysts. Anterior peritoneal right uterosacral ligament, biopsy: endometriosis gross description: a coiled portion of metallic wire is present within the proximal bilateral fallopian tube stumps. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, migraine. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-feb-2018: pfs received - outcome of all the events were added as not recovered. Patients's historical and concomitant conditions and treatment medication were added. Lab data was added. New reporters were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache in 1990, psychological disorder nos, multigravida and parity 1 (date of birth: (B)(6)). Concomitant products included ibuprofen for abdominal pain, alprazolam (xanax) for psychological disorder nos as well as sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menometrorrhagia ("irregular and prolonged menstruation"), menorrhagia ("heavy and abnormal menstruation / heavy periods"), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("bloating"), the first episode of migraine ("severe migraines"), abdominal pain ("abdominal pain"), the second episode of migraine ("migraines"), mental disorder ("caused or aggravated any psychiatric and/ or psychological condition") and investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with solpadeine (tylenol 1), codeine and surgery (hysterectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, menometrorrhagia, menorrhagia, hormone level abnormal, abdominal distension, abdominal pain, the last episode of migraine, mental disorder and investigation noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, hormone level abnormal, investigation noncompliance, menometrorrhagia, menorrhagia, mental disorder, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: previously insertion date was : (B)(6) 2015. Plaintiff had no history of suffering from migraines prior to undergoing the implantation of essure. She was taking laratabs for migraines & abdominal pain. Most recent follow-up information incorporated above includes: on 08-jan-2018: plaintiff fact sheet received. Event abdominal pain, psychological disorder nos & treatment non compliance are added. Historical drug and condition added. Concomitant drug & condition added. Lot number added. Patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.